Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported that for the last 8-10 months or maybe last year and a half, the patient had volume discrepancies. The patient had refills at 6 month intervals. The healthcare provider (hcp) would pull out 6 ccs or whatever measurement and would have more volume (almost double) of what was thought to be expected. They were unsure if there was an issue with pump delivery or if the patient wasn¿t using her boluses. There were no medical symptoms reported. The pump was replaced on (B)(6) 2016 due to estimated elective replacement indicator (eri) was one month and the other issues.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.